Event description:
A distributor in france reported that a customer experienced a malfunction with their pump, indicated by error code 16-0x20e6. There was no adverse impact to the customer's blood glucose level as no blood glucose information was available. Technical support attempted to reset the pump by turning it off and on, but the malfunction persisted. The device was set to be returned to the distributor, with an expected return date of march 30, 2026, and a replacement pump was provided with the serial number 1503461.